Event description:
Additional information received indicated that the patient's system was explanted to address the issue. Reportedly, the site of infection was at the ipg site.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Section d: product info updated to ipg.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information.

Event description:
It was reported that the patient had potentially developed an infection at the lead site. No further information is currently available.